Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had a lead integrity alert (lia) triggered. The lead was interrogated and had evidence of fracture, high and undefined pacing impedance, inappropriate shocks, and noise. Initially, the lead was going to be replaced. However, during the replacement surgery, the new rv lead was attempted but not used because the lead would not advance past the false lumen in the subclavian. The replacement lead was not implanted. The initial rv lead remains in the patient, however it was reprogrammed off. The next day, the patient's leads were interrogated and the left ventricular (lv) lead had high and undefined pacing impedance, non capture and noise issues. Follow up indicated that the lv lead was reprogrammed off. No further patient complications have been reported as a result of this event.